Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00197 on september 14, 2023. Siemens filed the MDR 1219913-2023-00197 supplemental report 1 on october 31, 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for samples from three patients when tested on two atellica im analyzers (s/n (B)(6) and (B)(6). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). The higher results were questioned; however, it is unknown which results are correct. March 20, 2024 additional information: siemens healthcare diagnostics investigated the potential for interference from macro-troponin autoantibodies, however, it was not possible to determine if macrotroponin was present in these samples. There is no evidence of a hardware issue that is impacting delivery of tnih reagents or sample. No service was performed on the system. Siemens cannot rule out preanalytical issues for the discordant results observed on the atellica im analyzer. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00197 on september 14, 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for samples from three patients when tested on two atellica im analyzers (s/n (B)(6). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). The higher results were questioned; however, it is unknown which results are correct. October 06, 2023 additional information: siemens investigated. Siemens reviewed the instrument sample and reagent trace files. There is no evidence of a hardware issue that is impacting delivery of tnih reagents or sample. No service was performed on the system. The quality control (qc) was within range for both atellica im analyzers. Siemens cannot rule out preanalytical issues for the discordant results observed on the atellica im analyzer. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
The customer observed discordant high-sensitivity troponin I (tnih) results for samples from three patients when tested on two atellica im analyzers (s/n (B)(6) and (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). The higher results were questioned, however, it is unknown which results are correct. There are no known reports of patient intervention or adverse health consequences due to the discordant high-sensitivity troponin I (tnih) results between testing on the two atellica im analyzers.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for samples from three patients when tested on two atellica im analyzers (s/n (B)(6) and (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). The higher results were questioned; however, it is unknown which results are correct. The quality control (qc) was within range for both atellica im analyzers. Siemens healthcare diagnostics is investigating.